Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. During examination, the foreign material could not be identified. Since foreign material was not at the external surface of the device, the material could not be removed by reprocessing. Based on the results of the investigation, the cause of the foreign material that remained in the light guide lens was likely due to stress. As a result, humidity invaded, and which led to corrosion. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.